Event description:
It was reported that caller experienced air bubbles and gaps in infusion set tubing, with large bubbles of various sizes observed during loading and tubing fill. Customer¿s blood glucose reading showed ¿High¿ with the specific value unknown. Customer delivered a correction bolus via pump, Technical Support educated customer to perform cartridge air removal before filling, caller was able to resume insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.